Manufacturer narrative:
General information: we received a complaint about an intraoperatively malfunction of a challenger clip.the product was not received for investigation (covid19). Consequences for the patient: according to the available information, there were no negative consequences for the patient investigation: no product available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: a loosening of the clip may occur if the application has not been completely finished this could be caused by accidentally pulling the trigger partially. This causes a partial deformation of the clip and the jaws can no longer hold it in place. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product challenger ti-p sm-ligat.clips 12 cartr. Specifically, it was reported that an unclosed clip was released intraoperatively. There was no patient harm reported. Additional information has been requested but not yet received as of the date of this report. (B)(4).